Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 409 mg/dl at the time of hospitalization. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported call that they received no delivery alarms. The customer's blood glucose was 470 mg/dl at the time of incident and treated with manual injection. The customer stated that they tried different infusion sets or cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the sites were rotated. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed all functional tests, including the idle current measurement, run current measurement, self-test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump passed the delivery accuracy test. However, the pump was received with intermittent button response due to flattened button dome switches. No unlocked lcd keypad connector noted during visual inspection. No cosmetic damage was noted.